Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient reported to be british. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo received (B)(6) incident number (B)(4); the user facility reported that the angio-seal device did not deploy inside the patient and did not come out at all of device when inserted following correct procedure. Femoral care given to patient. There was no harm or injury to the patient. Additional information was received on 07apr2020. A routine coronary angiogram was the procedure being performed. A 5fr sheath was used. A pre-deployment angiogram was performed. The device went in as normal; however, it did not deploy, as the whole device came out and there was no anchor visible. They checked the device to find the anchor and collagen; as far as they could tell, the anchor was visible in the device. The patient was in stable condition. They were fine, as the user pressed with no issues. Manual compression was used to achieve hemostasis.

Manufacturer narrative:
One used 6fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath along with the header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was completely unmated from the hemostasis sheath and the dried collagen and anchor were stuck into the hemostatic valve. The tamper tube had exited the carrier tube and was visible as well. The suture still intact, connecting the carrier tube and hemostasis sheath. The deployment sleeve of the device was in the rear lock position with color bands fully exposed. The bypass tube was removed from the hemostatic valve and dislodged at the proximal part of the carrier tube assembly. No other visual anomalies were noted with the device. Manual tension was applied; however, was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen and anchor were exposed and stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the unmated carrier tube hub was manually unmated forcibly after a non-deployment pullout event which led the undeployed collagen and anchor to be blocked within the hemostatic valve; it is likely that the device was not positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.